Manufacturer narrative:
This issue has been captured as (B)(4). The device investigation was completed on 23-dec-2015. The regional service center (rsc) service log review revealed a delivery failure (df) followed by a failed nitric oxide (no) cal low counts above max (maximum: 655 counts; actual: 4094 counts). The rsc also experienced the reported complaint of a failed no cell at boot up. The rsc replaced the no cell. Although identified in the service log, the rsc did not experience a df alarm. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was failed no cal low counts above max. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2015, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a failed nitric oxide (no) sensor as well as experiencing high no with inomax dsir (B)(4). The rt reported high no of 150 ppm when exposed to room air. The rt performed a low calibration which failed and resulted in a no sensor failure. The device was not in use on a patient at the time of the event. There was no impact or harm to the patient reported. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction.